Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to an unknown reason. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc2316500 model: sc-2316-50 serial: (B)(6). Batch: 7078689 / 7079931.